Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported via health authority that vitrectomy probe has poor cutting at an unknown timing for vitrectomy surgery. Surgery completion details were unknown. There was no information about patient impact.